Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size on an unknown date. It was reported that the stent graft was delivered via the right approach and the distal end of the main body was landed close to the bifurcation to the internal iliac artery. However, it was reported that during a follow up examination, it was noted that the ipsilateral distal leg of the main body migrated proximally, and the sealing zone was lost. This led to a type ib endoleak developing and aneurysm enlargement. As per the physician, the main body migrated as the blood vessel enlarged. A re-intervention was performed to successfully resolve the issue. An endurant and another manufacturer limb were used to extend coverage into the external iliac artery. No additional clinical sequelae were reported and the patient is fine.